Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: air embolism requiring medical intervention. Device issue: balloon rupture. It was reported that after preparation, the device was advanced to the lesion for pre-dilatation; however, the balloon would not inflate. The device was removed from the patient, prepped again and advanced to the lesion. The balloon was inflated to 20 atm at which time the balloon ruptured causing the patient to suffer a severe adverse episode, and an air embolism requiring intubation. Upon review of the cine film, an air bubble was noted in the balloon, prior to the rupture occurring. No additional event or patient information is available.